Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced hypoglycemia. Customer's blood glucose value was not confirmed. Customer performed troubleshooting for low blood glucose. Customer was using auto mode. The device will not be returned device for analysis. Frn-unk-rsvr, unomed inf set.